Event description:
The home patient (hp) contacted baxter's technical service center regarding a check lines and bags alarm which occurred on the homechoice during use during prime the previous night. The hp stated that they had switched out the cassette and reused the bags. The baxter technical services representative advised to start over with new supplies. Baxter product surveillance contacted the hp on (B)(6) 2011. He had not spoken with his nurse about reusing supplies, but understood that it was a contamination risk. Therapy since then has been going well and there were no adverse effects reported in relation to this event. There was patient involvement, but no medical intervention or serious injury reported.

Manufacturer narrative:
(B)(4). The event was a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a user error failed to follow therapy steps was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.